Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and a correction bolus was used to address the bg level. The customer was hospitalized for diabetic ketoacidosis and was treated with an intravenous insulin drip. The customer was discharged 2 days later. The customer believed that the basal rates the healthcare provider gave were not high enough and was the cause of the high bg level.